Event description:
The customer reported that he experienced high bgs (in the range of 400mg/dl) with large ketones; he suspected that "he's not getting enough insulin". He indicated that, while wearing the pod, he had "bumped" it on a door, which led to the pod "coming away from the adhesive". As a result of the high bgs, he ended up in the hosp; no info about the hosp visit was provided. The pod was discarded and will not be returned for eval.

Manufacturer narrative:
The device involved will not be returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that the pod had been "bumped", which potentially resulted in the cannula becoming dislodged from the insertion site. A displaced cannula would prevent the flow of insulin from the pod to the user, potentially resulting in high bgs if not remedied. It is possible that user negligence was a contributing factor to the reported event as opposed to any malfunction of the device. The omnipod user guide instructs users to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The user guide also suggests that the pt always carry extra supplies in case of an emergency.